Manufacturer narrative:
The root cause of the cardiac arrest and ischemia was unable to be determined due to insufficient clinical details. The introducer batch passed all incoming inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale- an impella cp was placed via the femorally placed 14frx13 cm introducer sheath. The cp was to support the 80-year-old female patient with known coronary artery disease, diabetes, and renal insufficiency who was to undergo a high-risk percutaneous intervention (hrpci). Upon completion of the hrpci the patient had the pump removed and the sheath retained in the artery while awaiting the appropriate time for removal post anticoagulation in the recovery suite. The patient had limb pain after 1 hour and limb ischemia signs, she coded and had a failed resuscitation in the recovery suite. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.